Manufacturer narrative:
The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).

Event description:
The hospital reported that during a coronary artery bypass procedure, hs iii proximal seal system 3.8mm failed to deploy. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. Signs of clinical use and evidence of blood were observed. Blood was present on the delivery device and in the delivery tube. The blue side lock was disengaged and the white plunger was fully depressed on the delivery device indicating deployment in to the aorta. The seal was returned outside the device in a fully unravelled state. The tension string was assembly was separated from the seal. No defects were observed to the loader, delivery device, seal and tension spring assembly. The tube was unable to be measured due to the presence of blood. The device was returned in a completely deployed state with evidence of blood in the delivery device. The reported complaint was unable to be confirmed for the reported failure "failure to deploy" but was confirmed for " unraveled seal".

Event description:
The hospital reported that during a coronary artery bypass procedure, hs iii proximal seal system 3.8mm failed to deploy. A replacement device was used to complete the procedure. The hospital did not report any patient effects.